Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a significant number of bd luer-lok¿ syringe(s) in a bulk sterile pharmacy convenience tray have been ¿leaky¿. Customer states that once the syringe is filled, there is visible fluid between the two ribs of the black rubber plunger and fluid beyond the second rib (beyond the rubber plunger). There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation results: three sealed 10ml trays from lot #7299683, p/n 309605 were received and evaluated. All 60 syringes from these trays were tested for leakage past stopper according to our test procedure. All 60 syringes passed the test with no leakage past first nor second rib observed. Based on the results of the testing, the product defect could not be confirmed. DHR review for batch 7299683(p/n 309605): manufacturing dates: 11/06/2017-11/07/2017. Batch size was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7299683 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.